Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with antibiotics reported as ¿inj gen m 500mg¿ (twice a day, ongoing, route not reported) for the event. Pd therapy was ongoing. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available.